Manufacturer narrative:
Additional narrative: reporter¿s phone number and email. A device history record (DHR) review was performed for part number: 03.632.036, synthes lot number: 6684422, supplier lot number: 6684422, release to warehouse date: 02 jun 2011, release to warehouse date: (export only; synthes gmbh) 23 jun 2011, 19 jul 2011, supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was performed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned matrix holding sleeve (03.632.036) was examined and the threaded tip was found to be broken and missing a segment. No dimensional analysis was able to be completed due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Appropriate actions were implemented ((B)(6) 2011) to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument contains an inner shaft manufactured prior the implementation of these changes. Therapy date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. A device history record review was requested the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the sales consultant was putting the sets back together to test the equipment prior to decontamination at the facility, it was noticed that the screw insertion sleeve would not engage the screw. Upon closer inspection, the threaded tip of the sleeve was partially missing. This instrument was last used on (B)(6) 2017 without any incident and hence it is unknown when the malfunction occurred. There is not patient or procedure involvement. Concomitant devices reported: unknown screw (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).